Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during check, the cardiosave intra-aortic balloon pump (iabp) unit failed to fill. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional information:e1((B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse reassembled pump and ran checks again and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.